Event description:
This letter is to inform you of this adverse event as the suspected device of the abbott perclose (hemostatis device) is not manufactured or imported by biosense webster, inc. It was reported perclose (hemostasis device) was used and hemostasis was conducted. Venous stenosis and thrombus at the hemostatic site were confirmed after the procedure, which was resolved by surgical operation. This event occurred after the procedure. Stenosis was resolved by surgical operation and the thrombus was removed. Venous stenosis, and thrombus at the hemostatic site. Perclose was used and hemostasis was conducted, and the knot entered inside the blood vessel, resulting in stenosis and thrombosis. The event was resolved by surgical operation, and the patient's condition improved. The physician commented that no causal relationship with bwi company product, due to perclose. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).